Event description:
Prior to ablation and mapping there was an error message that read "200 m". The techs unplugged cable from both handle and piu. They replaced cable with a new one. They replaced the catheter as well and problem was resolved. No harm came to this patient.